Event description:
It was reported to philips that the system gave an alert indicating the storage space was low, preventing cine. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed by system reboot. Philips filed service engineer (fse) inspected the device onsite and confirmed the reported problem. After reviewing the log, fse found that frontal ippc had high spin rates and failed post for pci configuration. Fse found both pcs' vbat failed and the frontal pc's sel data retrieval failure. To resolve the issue fse created image store on both the channels. After image store was recreated on both the channels, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same by system reboot. The procedure was finalized without a delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.